Manufacturer narrative:
The product was installed at the user site january 20, 2015. There have been no clinical complaints from the user site or regarding this specific serial number since that time. The product device history record and service history were reviewed with no issues found. A candela field service engineer evaluated the unit involved in the event and found the system to be operating within specification. The treatment parameters were provided by the user site and were within candela's treatment guidelines. The user site provided a photo of the patient injury taken on the date of the treatment ((B)(6) 2015) and on the follow-up date ((B)(6) 2015). The photos are being reviewed by candela's clinical department. A follow-up clinical training was also held with the user site to review the use of the system and to address any questions from the user site. It could not be determined what contributed to the scar given the information provided by the user site.

Event description:
A site reported that a patient had received laser treatment for nasal alar telangiectasia on (B)(6) 2015, which resulted in swelling, oozing, and blanching of the treated area. The site had followed-up with the patient on (B)(6) 2015 and the patient reported a depressed scar on her cheek.